Event description:
The reporter stated that the pt received an overinfusion of epinephrine due to the syringe plunger coming out of the plunger holder resulting in free flow. The pt became tachycardic and hypertensive. No intervention was taken. The pt was monitored.